Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that when the patient was getting implanted on (B)(6) 2007, the hcp implanted the wrong device. The hcp was suppose to implant a rechargeable ins but instead they implanted a non-rechargeable ins and had to perform another surgery 7 days later to address the issue. When they performed the second surgery, they were unable to implant the rechargeable battery due to the leads being incompatible. The patient stated that they had 32 'leads' inside them already and the non-rechargeable ins only had 16 'leads' so they were "missing 16 leads somewhere and they weren't there so the rechargeable device couldn't be implanted." (Patient was probably referring to electrodes, not leads). The patient ended up keeping the non-rechargeable ins implanted. No further complications were reported.